Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported hematoma could not be conclusively determined through this evaluation. Multiple attempts for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. The heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the infection was not device related and was secondary to coughing. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient saw primary care provider (pcp) and was started on antibiotics for bronchitis on (B)(6) 2019. Patient did not know what antibiotics he was on; patient stated belly was tender and bruised near driveline, and went to emergency department (ed) on (B)(6) 2019. Patient found to have hematoma along abdomen from coughing. Patient treated with tessalon perles, prednisone and antibiotics.